Event description:
Report received indicating that a tool broke during use. There was no patient impact reported. The tool was replaced and the procedure was completed without further incident.

Manufacturer narrative:
The device has not been returned for evaluation. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."